Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported that the patient experienced skin erosion at the pocket site. The patient has been on oral antibiotics, however, that has not resolved the issue. Multiple attempts were made to obtain additional information regarding the nature of the issue and the device may be removed in the future. There have been no reports of further complications regarding this event.